Event description:
The customer contacted baxter's service center regarding a leaking patient line which occurred on the homechoice (hc) during fill 2 of 4. The fill volume was 71ml. The home patient (hp) had closed all of the clamps and disconnected herself from the hc. The technical service representative (tsr) assisted with ending therapy and removing the cassette. The hp could not tell where on the patient line the fluid was coming from. All of the bags had been disconnected prior to the patient calling. The tsr advised the hp to save the cassette for retrieval. The hp was to notify her peritoneal dialysis nurse as soon as possible. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp on (B)(6) 2012. She stated that she noticed the leak as she had stepped in the leaked fluid. She stated that she had noticed that the fluid was coming out of the side of the patient line and assumed that there must have been a hole in the line, but could not see it to confirm the damage. She did not notice anything else unusual about the supplies, the overpouches, or the box that the cassette came in. The patient stores her supplies in her living room. The patient did not know of any possible source of the damage to the patient line. There were no samples available and she did not recall the lot number. Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak could not be confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.